Event description:
A multicenter retrospective analysis of 847 patients receiving adcon-l was conducted at 10 clinical centers. Individual pt data was obtained from the case report forms for pts noted to have had an adverse event. All pts receiving adcon-l underwent a primary, unilateral lumbar root decompression. In 2000, the patient underwent a primary left l5-s1 spinal root decompression. After surgery in 2000, the patient presented with wound swelling. The investigator noted the event as mild in intensity. No action was taken. The outcome of the event was that the patient was lost to follow up. The investigator noted this event as possibly related to the administration of adcon-l. The investigator noted a possible explanation for the event as post-op edema of tissue, unusual tissue reaction to surgery.